Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Final root cause investigation: rc-026-meter displays partial characters due to user mechanical stress. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for defective lcd/partial characters. Wife is calling on behalf of the customer. Customer was not present at the time of the call; he was at work. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Wife stated that the meter seems to have partial characters on the display, this happened the day before the call. The lcd screen was not cracked and wife stated she did not think the meter had been dropped or anything heavy placed on the screen. The test strips are stored in the living area and customer takes them to work. The test strip lot manufacturer's expiration date is 07/19/2020 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: result 1: 7. Result 2: 25 f or h. Result 3: 26 l. Result 4: 23 r. Wife states results are not clear.